Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation and two photographs were provided for review. A cut in the packaging pouch was seen just proximal to the product labeling. The cut was a clean cut and measured approximately 4.8cm in length. Two creases were noted to the packaging pouch at the proximal end of the product labeling. The photo review identified: the first photo shows the inner pouch of a vaccess catheter with the catheter inside the pouch. It appears that there is a slit in the pouch just proximal to the product label, with the distal end of a pen inserted through the slit; the second photo shows an inner pouch of a vaccess catheter with the catheter inside the pouch. A distal tip of a pen is positioned on the pouch, but no slit in the packaging is visible. Based on the photos provided, the complaint investigation is confirmed for a tear in the inner product packaging pouch. It is unlikely that the root cause is manufacturing related as all packaged product manufactured is 100% verified for package integrity and cuts in the pouches prior to shipment. It is possible that shipping/handling or user related issues in opening the product packaging contributed to the event. However, the definitive root cause could not be determined based upon the available information.

Event description:
It was reported that upon removal from the outer packaging, the sterile pouch containing the pta balloon was found to be cut. There was no patient involvement.